Event description:
Correction to g3 of the initial medwatch. The aware date should be on (B)(6) 2021.

Event description:
It is reported after a bronchoscopy procedure (for the indication of: abnormal CT scan, showing mediastinal as well as hilar lymphadenopathy) using an evis exera ii ultrasonic bronchofibervideoscope, the bronchoalveolar lavage (bal) wash obtained at the end of the procedure tested positive for exophiala lecanii-corni (and other microorganisms). Sequence of events as follows: (B)(6) 2020-bronchoscopy procedure, bal obtained. Date not provided: respiratory culture results: light growth streptococcus, alpha hemolytic light growth beta hemolytic streptococci, group f light growth diptheroides, fungal culture: exophiala lecanii-corni. (B)(6) 2020. Patient was seen by pulmonologist to follow-up on bronchoscopy procedure-no issues or symptoms reported by patient. (B)(6) 2021-patient was seen by pulmonologist for 4-month follow-up: pulmonary function tests (pfts) were within normal limits. Patient complaints of chest tingling, thought to be possibly caused by sleep apnea. (B)(6) 2021-seen by pulmonologist-no new complaints. Chest tingling (unrelated-following up with cardiology. No shortness of breath, wheezing, or hemoptysis. The patient was not treated with antifungals at anytime during the course of these events. The patient's current description is described as : no new complaints, at respiratory baseline. Case with patient identifier (B)(6) reports patient 1/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 2/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 3/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 4/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 5/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 6/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 7/11 with bal testing positive for exophiala lecanii-corni and not treated.case with patient identifier (B)(6) reports patient 8/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 9/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient10/11 with bal testing positive for exophiala lecanii-corni and not treated. Case with patient identifier (B)(6) reports patient 11/11 with bal testing positive for exophiala lecanii-corni and not treated.